Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported that the patient was receiving tpn at 11.6ml per hr. Leaking was noticed coming from the filter. No patient harm reported. The event occurred in (B)(6).

Manufacturer narrative:
The customer's report of leaking at the filter could not be confirmed because the product was not returned for failure investigation. However, a picture of the set was received from the customer; no issues were observed per the picture received. The root cause of this failure was not identified.